Event description:
Customer called to report that the insulin pump was exposed to magnetic field or x-ray. Customer's blood glucose reading was 185 mg/dl. Customer will monitor the pump for any future issues. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.